Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control observed that the cable-mounted plug connector, designator p21, of the cable assembly connecting the transfer relay assembly and the therapy pcb assembly, was not connected to the therapy pcb assembly. Physio-control re-connected the cable-mounted plug connector, designator p21, to the pcb-mounted jack connector, j21 on the therapy pcb assembly. Physio-control also performed some unrelated repairs to the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not recognize the attached quik-combo defibrillation electrodes that were attached during patient use. The device would therefore not deliver a defibrillation shock if needed.there was patient use associated with the reported event however, there was no adverse patient outcome reported.